Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device history (lot): part: 397.127, lot: 5l46115, manufacturing site: (B)(4), release to warehouse date: 30.jul.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The device received in (B)(4) site ¿holding+distraction instr f/ecd¿ 397.127 with lot number 5l46115 is in used conditions. Some scratches or signs of use are present on the device. Furthermore component (B)(4) is damaged since one of the two tips is deformed. It looks like the device fell on the floor and hit the ground on this tip. According to evidence is not possible to address the final root cause to a manufacturing issue. Component (B)(4) is damaged since one of the two tips is deformed and it looks like the device fell on the floor and hit the ground on this tip for this reason most likely a mishandling of the device led to the opening of this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the holder did not distract and retract the implant as expected and was responding intermittently. The implant was able to be placed and distracted sufficiently for the procedure to be completed. No patient consequence was reported. There was a forty five (45) minute surgical delay. This report is for one (1) holding+distraction instr f/ecd. This is report 1 of 1 for (B)(4).